Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection. It was noted that the patient used a knife to open her battery incision. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure to remove all the remaining leads. Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead; model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had developed an infection. It was noted that the patient used a knife to open her battery incision. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s incision was opened prior to the explant procedure. No further information could be obtained.

Event description:
A report was received that the patient had developed an infection. It was noted that the patient used a knife to open her battery incision. The patient underwent an explant procedure.